Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5153685) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient has alleged reporting smoke taste in mouth and developed a cough after using the device approx. 6 months. The customer states "device seemed to start overheating and evaporating all the purified water out of the humidifier reservoir. The humidity settings were always set to a low setting of 2-3 and this was a new issue. I lowered the setting to see if it would help the problem". There was no report of serious patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.